Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63. Troubleshooting was performed and found that the error occurred during the bolus. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. The error table indicates that the pump should be replaced. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 63 alarm found on 11-feb-2023. The pump passed the self test and displacement test. No unexpected pump error 63 alarm noted during the testing. Successfully downloaded history files using thump. Pump error 63 alarm was recorded and found in the formatted history file on: 02/11/2023 10:13:35.000 pump error 63 alarm (twi) (file number: 2017 line number: 147), suspected on hw. Please see below for pump errors/alarms noted 1 week prior to the event date 11-feb-2023 in the formatted history file. Pump error 4 alarm was recorded and found in the formatted history file on: 02/10/2023 20:48:05.000 pump error 4 alarm (file number: 32122 line number: 2690), suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case. Pump error 63 alarm and pump error 4 alarm were confirmed suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.